Event description:
It was reported that this inflatable penile prosthesis was not functioning as intended. Surgical intervention was performed, during which, a cylinder rupture was identified. The entire device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually and microscopically examined and underwent leak ad functional testing. No leaks were found. The pump did not pass activation testing. The cylinders were visually and microscopically inspected and underwent pressure and functional testing. Both cylinders had wear at a fold in the distal and proximal cylinder bodies. The first cylinder had a hole in the outer tube near the proximal cylinder body; this appeared to be due to input tube wear. The other cylinder had a hole in the outer tube at a corner; this was likely due to wear from the proximal cylinder body. Neither cylinder was damaged in the inner tubing and both passed leak and pressure testing. The reservoir has not been returned. Analysis was unable to confirm the reported allegation of a ruptured cylinder, but the pump issue during functional testing could have caused or contributed to the clinical observation of the device not operating as intended.

Event description:
It was reported that this inflatable penile prosthesis was not functioning as intended. Surgical intervention was performed which found a ruptured cylinder. The entire device was explanted and replaced. No patient complications were reported.